Event description:
It was reported an under infusion of a chemotherapy medication. On 20-apr-2024 at 1124 the chemotherapy was administered at a rate of 300ml/hr to run for a total of (50) minutes. The clinician subtracted 15ml off the total volume so that the hospital staff could put a 20ml flush at the end. When the pump alerted "time to start flush", there was still approximately 125ml out of 264ml remaining in the bag. The pump was pulled from the floor and placed for further inspection. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: imdrf annex g,c,d codes and manufacturer narrative. Investigation summary: the reported complaint of an under infusion was not confirmed through log review or reproduced during laboratory testing. ¿ laboratory testing showed the pump module was delivering fluids within specification. ¿ review of the pump module event log, on 20 april 2024 at 11:24 am, the pump module started a programmed infusion of guardrail drug elotuzmab (drugid= 220) at a rate of 300 ml/hr (vtbi= 245 ml). O at 12:13 pm, the infusion completed and transitioned to kvo (rate= 10 ml/hr). O at 12:14 pm, the pump module was selected, and additional volume (125 ml) was programmed to infuse (rate= 300 ml/hr). O at 12:35 pm, the pump module alarmed air in line before being channeled off. O total volume infused of elotuzmab (drugid= 220) was recorded as = 351.462 ml ¿ review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ external and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint. ¿ inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12.1), it states within warnings and cautions of the loading instructions: o do not touch the administration set while closing the door. O ensure tubing placement is over pressure sensors. O ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of under infusion was not identified. Laboratory testing showed the pump module was delivering fluid within specification. Note that this report lists imdrf annex a1801, g02017, g04067, c0601, c17, d01, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an under infusion of a chemotherapy medication. On (B)(6) 2024 at 1124 the chemotherapy was administered at a rate of 300ml/hr to run for a total of (50) minutes. The clinician subtracted 15ml off the total volume so that the hospital staff could put a 20ml flush at the end. When the pump alerted "time to start flush", there was still approximately 125ml out of 264ml remaining in the bag. The pump was pulled from the floor and placed for further inspection. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an under infusion of a chemotherapy medication. On (B)(6) 2024 at 1124 the chemotherapy was administered at a rate of 300ml/hr to run for a total of (50) minutes. The clinician subtracted 15ml off the total volume so that the hospital staff could put a 20ml flush at the end. When the pump alerted "time to start flush", there was still approximately 125ml out of 264ml remaining in the bag. The pump was pulled from the floor and placed for further inspection. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.